Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 16 of the patient's mouth. Implant surface not completely covered with bone and sinus augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.